Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the half c-ring were missing. While the metal wire and other half c-ring remained attached to the cannula. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿break-cannula-c-ring cut¿. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c- ring broke in the middle of the c. The leg of the c-ring was cut to release the device from the vessel. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event is unknown

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c- ring broke in the middle of the c. The leg of the c-ring was cut to release the device from the vessel. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event is unknown